Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination identified multiple kinks along the length of the hypotube shaft. Visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. Detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage. The device was loaded with a 0.014'' guidewire, was able to track through a test guide catheter, and was removed with no issue.

Event description:
It was reported that balloon removal difficulty occurred. A 90% stenosed target lesion that is 35mm in length and 3.0mm in diameter was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 10mm x 2.50mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, the balloon was difficult to withdraw when it was near the lesion. However, the device was able to be removed directly. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter phone: (B)(6).

Event description:
It was reported that balloon removal difficulty occurred. A 90% stenosed target lesion that is 35mm in length and 3.0mm in diameter was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 10mm x 2.50mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, the balloon was difficult to withdraw when it was near the lesion. However, the device was able to be removed directly. The procedure was completed with another of the same device. No patient complications were reported.